Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation with femoral neck system (fns). It was applied to impacted valgus fracture on the femoral neck with garden stage I. Medical check-up was performed every month. X-rays in (B)(6) showed that there was a slight fracture line on the bone. Then, x-rays taken on october 1 showed the following: there was a fracture line around the bone. The position of the fracture line was between the angled point of the fns plate and the locking screw. The condition seemed like femoral trochanteric fractures. The front view showed that the implant was located slightly lower than the proper position. The side view showed that the implant was slightly dislocated to the back side. According to the sales rep who saw the x-rays, the telescoping was about 15 mm and the bone had been remarkably shortened. The surgeon will continue to monitor the patient. A re-operation is an option depending on the future condition. The patient did not fall nor hit the affected site against something. This report is for (1) locking screw. This complaint involves four (4) devices. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter: reporter facility contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event did not occur on (B)(6) 2018. It is unknown when malfunction occurred.